Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the sensor. Performance data was reviewed and as previously reported, the allegation was undetermined. The probable cause could not be determined via product.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. It was indicated that the patient used an alternate blood glucose test site, which is misuse of the device. According to the patient, on (B)(6) 2025, she woke up to an alert from the cgm reading 40 mg/dll but the patient was feeling fine, there was no bg taken. Based on the cgm reading, the patient ate crackers to raise her bg and after that cgm still kept showing low readings. At 8:00 am the patient ate poptarts based on the cgm reading as it was displaying low at this time, still no bg taken. The patient started feeling very tired, weak muscles, and a metallic taste in mouth so she slept for an hour. Her son woke her up around 10:00 am and took her to the emergency room (ER). Upon arrival, they took a bg reading which was high and the cgm reading was low. The patient was treated with intravenous (IV) fluids. Blood work was performed and the results showed that her bg was 879 mg/dl. The patient was treated with IV insulin, 3 bags of saline, and one bag of liquid magnesium IV. The patient stayed at the hospital and was monitored until the bg decreased to 313 mg/dl. She was discharged around 4:30 pm. At the time of the report the patient was feeling fine and normal. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6: health effect - clinical code- 4422 - taste disorder.